Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p, which are distributed in the united states. Stryker evaluated the customer's device and verified the reported issue. Stryker identified the cause of the issue as the failed pogo pin. Stryker scrapped the device and provided the customer with a new device of the same model.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that a pogo pin failure had occurred. This may prevent the device from powering on, preventing or delaying defibrillation therapy. There was no patient involvement reported during the event.

Manufacturer narrative:
Section h10 of the initial medwatch report 3004123209-2022-00176 indicated: the sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p, which are distributed in the united states. Stryker evaluated the customer's device and verified the reported issue. Stryker identified the cause of the issue as the failed pogo pin. Stryker scrapped the device and provided the customer with a new device of the same model. Section h10 of the initial medwatch report 3004123209-2022-00176 should indicate: the sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p, which are distributed in the united states. The distributor contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed a failed pogo pin. Heartsine scrapped the device and provided the customer with a new device of the same model.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that a pogo pin failure had occurred. This may prevent the device from powering on, preventing or delaying defibrillation therapy. There was no patient involvement reported during the event.